Event description:
It was reported that the patient experienced an absence seizure for 15 mins. This was the first seizure since implantation. Magnet was not available to be swiped. No other relevant information has been received to date.

Event description:
Provider's office later reported that the cause of absent seizure was not related to vns therapy. Intervention has been taken for the absence seizure. No other relevant information has been received to date.